Manufacturer narrative:
Additional narrative: manufacturing evaluation reports the device returned for inspection with the stardrive tip broken off. The broken tip was not supplied for inspection. Review of the device history record showed that there were no issues during manufacturing of the product that would contribute to this complaint condition. According to DHR the correct raw material has been used for manufacturing. A hardness test was performed during manufacturing; results were within specifications according to the associated drawing. According to the inspection, the reported breakage is possibly indicative of applied excessive force during usage. Due to the missing stardrive screwdriver tip, further investigation could not be performed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. A device history review was conducted. The report indicates that no ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported while using the torque limiter the screwdrivers tips broke. This event upset the surgical team and delayed the completion of the surgery for 15mins. The patient did not suffer any harm as a result of the failure of the material; it just caused a delay in the completion of surgery. The health status was good for the patient age, showing no notable health problems. This is report 1 of 2 for (B)(4).